Event description:
It was reported that a minicap transfer set leaked from the tip (female connector) when closed. This occurred during use of the device for peritoneal dialysis therapy. The transfer set had been in use for twenty-one days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.